Event description:
It was reported that the patient had her knee replaced by the surgeon in 2015 at troy beaumont, recently seen by the surgeon for knee pain. The surgeon stated he thought the patient had loosened up over the years and became somewhat unstable and thought the patella was not tracking as well as it should. The patient was revised and the sz 5 x 5mm insert was explanted along with the 38mm patella implant. The femoral and tibial component were left in situ. A new 35mm patella and a sz 5 x 10mm insert was implanted. The sales representative have the lot number information for the insert, but do not have the lot information for the patella. Original implant date unknown. There was no surgical delay. Doi: unknown; dor: (B)(6) 2022; affected side: left knee.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.